Event description:
During preventive maintenance by a baxter service technician, a flo-gard infusion pump was found with a low battery alarm in battery mode. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This was not reported by the customer. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be a leaking main battery. To correct this condition, the main battery was replaced. If any additional information is received, a follow-up will be sent.